Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the image showed and automatically stop, and air was not cleared during the preparatory flushing. The procedure was completed with another of different device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.